Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that test strips/lancets were missing from their onetouch verioiq meter kit. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. It is unknown when the patient first noticed the alleged missing product. The patient was unable/unwilling to answer questions around their diabetes management. The patient reported developing a symptom of "lighthead" sometime after the alleged issue began. The patient was unable/unwilling to answer if they received any treatment for this symptom. The cca confirmed that products were missing from the meter test kit. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient;s reported symptom does not meet lifescan's criteria for a serious injury and they did not report any treatment. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.